Event description:
It was reported that foreign matter was found in the bd luer-lok¿ tip syringe. This event occurred 2 times. The following information was provided by the initial reporter: a particle was observed during the visu inspection process of a final product bag.

Manufacturer narrative:
Investigation summary: the review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with photo sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. It is recommended that the customer performs a internal investigation to identify a potential source of the foreign matter. The material mentioned in the ftir dated nov13, 2021 doesn't match the material used in the manufacturing of the bd syringe 309653. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.